Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) along with the right atrial (ra) lead exhibited high out-of-range (oor) pacing lead impedance greater than 3,000 ohms and loss of capture (loc) but did not result in asystole of greater than 2 seconds. Additional information obtained from field representative that device was reprogrammed when increase in impedance was noted two years ago. Further, during a device change out, the physician decided to cap the lead. The source was undetermined. The ICD was explanted electively while the ra lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.